Manufacturer narrative:
A ge service representative performed an on site investigation. Based on this investigation, the system was found to be within its functional specification. The image quality issue may be more a function of the age of the image intensifier. The system was tested and found to be working as intended.

Event description:
It was reported that the customer was not happy with the image quality on their 9600+ system. No pt injury was reported.